Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 3003379990-2007-00031, 1043534-2007-00077 and 00078. This event occurred in another country, and the product was manufactured in another country.

Event description:
Allegedly stem had subsided. Stem "fell out" according to surgeon when revised. Cup left in place and liner exchanged to another poly liner.